Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "a person who has undergone insertion for more than 10 years is trying to replace them due to rupture". This is for the right side. Device remains implanted.